Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that an mua was performed on the patient's right knee.

Manufacturer narrative:
The following devices were also listed in this report: device name# triathlon p/a ps beaded #4r ; cat# 5516f402; lot# unknown, device name# tritanium bplate triathlon s5; cat# 5536b500; lot# unknown, device name# triathlon mb patella pa a38; cat# 5554l381; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.